Event description:
This initial spontaneous medical device report was received on (B)(6) 2012 from a respiratory therapist in the (B)(6) regarding a neonate in a nicu who experienced oxygen saturation decreased and device failure while on inomax via inovent. Relevant medical history/co-morbidities included: neonate with congenital diaphragmatic hernia and pulmonary hypertension. No concomitant medications were reported. The neonate was on inomax via the inovent continuously for 12 hrs on (B)(6) 2012 at an unknown dose for pulmonary hypertension; the patient was on hfov (high frequency oscillating ventilator) and was a dependent on nitric oxide for oxygenation. On (B)(6) 2012, approximately 12 hrs after the patient was started on inomax via inovent, the inovent screen went blank, the device switched off, and it emitted a loud alarm. No extra inovents were available in the unit. The back up device was not used during this time and the patient experienced a minimal drop in oxygen saturation (nos). Approximately 30 minutes later, another inovent device became available and was used to continue therapy. The patient's oxygen saturation returned to baseline (not specified). The device was sent to the manufacturer for investigation. The reporter believed the inovent was related to the event of minimal drop in oxygen saturation.

Manufacturer narrative:
On (B)(6) 2012, an rt reported the inovent #(B)(4) screen went blank, switched off and emitted a loud alarm while on patient. ((B)(4)). The inovent was returned to the service provider for analysis. When it was connected to mains, the mains led indicator glowed, but the inovent failed to power up and a continuous machine failure warning sounded. The device's pneumatic backup system was tested and found to function per specification. During trouble-shooting, the nitric oxide gas monitoring board (nogmb) was replaced with a different nogmb. The inovent powered up and functioned normally with the exchanged nogmb. To confirm the nogmb was at fault, the original was replaced and the inovent failed to power up and the alarm sounded. The root cause of the device failure was a faulty nitric oxide gas monitoring board (printed circuit board).